Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for right side. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Additional, changed, and/or corrected data: b.5., d.1., d2a., d.2b., d.4., d.6b., h.6., h.11.

Event description:
Patient reported, "rupture". Later, healthcare professional reported, "moderate" capsular contracture, baker grade unknown". This record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: not observed. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease/wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture". Later, healthcare professional reported "moderate capsular contracture baker grade unknown". This record is for right side. Device has been explanted.